Manufacturer narrative:
It is unknown if the device involved in the reported incident is expected to be returned for evaluation. An investigation has been initiated based upon the reported information.

Event description:
It was reported that the base handle was "broken straight on top and in the middle of shock cushion cover. There's no signs around lower base handle that it was shot with a hammer or hit to the ground." Additional information has been requested.